Event description:
A flow wire was used during the case. Provider placed the flow wire at multiple spots in the vessel, and it gave incorrect readings all throughout the vessel. No harm to patient. A new wire was utilized.